Event description:
Pt in radiology for study, tech adjusted top of litter to sitting position & was sprayed with feed (tpn running thru tessio) noted tube snapped just below blue port. Nurse on floor clamped with hemostat. Tpn resumed after cap charged by nephrology. 3/18/99 post dialysis vein tessio clotted. 3/19 declotted urokinase (right internal jugular line).